Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd insyte-w¿ IV catheters with wings 20ga 1.16in (1.1 x 30 mm) experienced the needle piercing through the catheter during use. The following information was provided by the initial reporter: it seems that on several occasions, the needle would have pierced the cannula after a back and forth.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte-w¿ IV catheters with wings 20ga 1.16in (1.1 x 30 mm) experienced the needle piercing through the catheter during use. The following information was provided by the initial reporter: it seems that on several occasions, the needle would have pierced the cannula after a back and forth.